Event description:
Stage ii cutaneous patient burn isolated to surgical site. Three unsuccess attempts were made to contact the user facility for additional information concerning the treatment (if any) for the burn.